Event description:
It was reported that a symptomatic patient's lead had perforated. An egm revealed the perforation. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.